Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported by spouse that the patient sought medical attention for high blood glucose (bg) levels. The patient's blood glucose levels reached 400 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include hyperglycemia and vomiting. The pod was removed in the emergency room (ER) and patient was treated with an insulin drip; blood tests and urine analysis were also performed. Once bg levels were stabilized, patient was released from ER after 7 hours. Prior to ER visit, the patient's blood glucose history was as follows: date: (B)(6), time: 3:15pm, bg(mg/dl): 391; 5:16pm, 400; 10:00pm, 400; (B)(6), 8:35am, 400; 11:09am, 400; 4:38pm, 274.